Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination revealed the presence of blood in the screw flange threads on the non-cavity ID end of the dialyzer. The dialyzer was subjected to a laboratory bubble point test where the dialyzer was submerged in a water bath and pressurized incrementally from 4.0 to 15.0 psi. An external leak was not observed (possibly due to coagulated blood). The dialyzer was then subjected to destructive disassembly for further visual analysis. A pe/pu sliver was noted between the screw flange and the superior polyurethane (pu) cut surface on the non-cavity ID end at approximately 150 degrees with the dialysate ports at 0 degrees. No damage or irregularity was noted on the cavity ID end. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Analysis of the complaint device revealed the presence of a pe/pu sliver between the screw flange and the superior polyurethane (pu) cut surface on the non-cavity ID, which likely compromised the seal and resulted in the reported external leak. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an external dialyzer leak. The machine did not alarm as it is not intended to do so. Blood was visually observed leaking externally from under the threads of the header end cap of the dialyzer. Therefore, blood test strips were not used to confirm the presence of blood. No dialyzer damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 300cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is available to be returned to the manufacturer for evaluation. Although requested, the device has not been received.